Event description:
Pt received collagen injection for peri-oral lines in 2001. Pt expierienced swelling at the injeciton sites and a concurrent outbreak of herpes simplex two months later. The site of test implant also swelled and became hard. The physician prescribed zovirax, po to treat the herpes. The pt was asymptomatic as of the following month.